Event description:
It was reported from switzerland that during service and evaluation, it was determined that the electric pen drive device had unintended activation/motion and insufficient/low power. It was further determined that the device failed pretest for check for unintended motion, check with hand switch in ¿lock¿ position, check general function with test hand switch, check function in ¿reverse¿ and ¿forward¿ mode, check general function with foot pedal, and check speed with the tachometer. It was noted that the handpiece runs in fwd and rev mode without pressing the hand control. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had unintended activation/motion and insufficient/low power. The assignable root cause of this condition was determined to be traced to component failure due to wear.